Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The safety release slider was activated and counter-traction with an assertive pull was used to remove the device from the tissue tract. The clip remains in the vessel but "some" bleeding continued. Manual compression was applied for 15-20 minutes to achieve hemostasis. The access ports were not used to assist in the removal of the device. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.